Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. Coronary angiography was performed which revealed a severely stenosed target lesion located in the mid left circumflex (lcx) artery. After a 7fr sheath was inserted from the right common femoral artery, a 7fr non-bsc guide catheter was engaged and a non-bsc guide wire was crossed to the distal lcx. An opticross imaging catheter was then crossed to the lesion smoothly and the lesion was pre-dilated using a 2.5mm balloon catheter. Subsequently, a 2.5x20mm promus premier drug-eluting stent was deployed and the opticross was again inserted to observe the deployed stent. However, upon removing the device, strong resistance was encountered. In attempt to remove the device, the physician inserted a balloon catheter with the buddy wire technique to make the shaft of the imaging catheter coaxial with the vessel, but the balloon catheter failed to cross the lesion. The imaging core of the opticross was removed and a 0.014 inch wire was attempted to be inserted but it was still difficult to remove the imaging catheter. Then, the guide wire was bent 30 degrees at 8mm from the proximal and was inserted into the imaging catheter's shaft. The imaging catheter was smoothly removed by rotating the guide wire. Following the removal of the opticross imaging catheter, post-dilatation was performed using a 2.5mm balloon catheter and the procedure was completed. No further patient complications were reported and the patient's status was good.